Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. The patient suffered a pericardial effusion. While they were mapping the right atrium, and after advancing the ultrasound catheter, a transseptal puncture was performed. While they were mapping the left atrium and building geometry with the ablation and pentaray catheter via fam there was a drop in the patient's blood pressure. At that time the procedure was stopped, a stat echocardiogram was performed, and the physician confirmed that the initial effusion had grown. A pericardiocentesis was performed and the patient was transferred to the or. The clinical account specialist stated that "the physician later confirmed after they had gone into the or with the patient, that there was no perforation. The physician stated that at the beginning of the procedure the patient had a trace to moderate pericardial effusion, and as a result of the fluid that was given via IV, sheaths, and catheters the patient went into acute heart failure. The physician also stated that the effusion was not caused by any bwi products or any perforations. The patient is hemodynamically stable at this time. Patient¿s blood pressure dropped gradually, noticed by anesthesia. Perforation was suspected. Pericardiocentesis was performed. Fluid removed was unknown. The tube was left in place. And the procedure was abandoned. Evidence of any effusion was present before the procedure: yes, per physician trace to moderate. This adverse event was discovered post use of bwi products. Initially the physician thought they had a low transseptal puncture on the septum and might have nicked the epicardium; "however the physician later confirmed , after they had gone into the or with the patient, that there was no perforation. The physician stated that the patient initially had a trace to moderate pericardial effusion, as a result of the fluid that was given via IV, sheaths and catheters the patient went into acute heart failure. The physician also stated that the effusion was not caused by any bwi products or any perforations. The patient was reported as improved and is currently stable. Transseptal puncture was performed with a brk1 / st jude. Before noting the pe ablation was not performed. The event occur during mapping phase. Irrigated catheter was used in the event and the flow setting: 2 ml. No error messages observed on biosense webster equipment during the procedure. Force catheter was used with vector and dashboard. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.